Manufacturer narrative:
The following devices were also listed in this report: modular dual mobility insert; cat# 626-00-42e; lot# 51127201. Restoration adm x3 ins 28/48; cat# 1236-2-848; lot# 267940a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient went to see his doctor because of a hip aspiration and complaint of pain. Doctor decided on revision surgery based on MRI/ mars. Procedure completed successfully and no surgical delay. Revision of primary device. Right hip.

Manufacturer narrative:
An event regarding metallossis (altr) was reported. Altr could not be confirmed, however a material analysis report confirmed corrosion. Method & results: -device evaluation and results: a material analysis has been performed. The report concluded: "debris was observed on the taper of the head. Eds showed the debris was consistent with material transfer from a hip stem, a corrosion product biological material. No material or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: a review of the provided medical records buy a clinical consultant concluded "- revision surgery was undertaken at 1-year post implantation for suspected altr that could not be substantiated either during or after revision surgery by the appropriate studies. Exchange of liner and femoral head were required to facilitate surgical exposure during revision surgery. Issues remain about the exact underlying problem to cause pain, stem stability remains suspect." -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a medical review by a clinical consultant concluded: "- revision surgery was undertaken at 1-year post implantation for suspected altr that could not be substantiated either during or after revision surgery by the appropriate studies. Exchange of liner and femoral head were required to facilitate surgical exposure during revision surgery. Issues remain about the exact underlying problem to cause pain, stem stability remains suspect." The exact cause of the event could not be determined. Additional information, including additional x-rays, pathology report, operative reports and progress notes are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
Patient went to see his doctor because of a hip aspiration and complaint of pain. Doctor decided on revision surgery based on MRI/ mars. Procedure completed successfully and no surgical delay. Revision of primary device. Right hip.